Manufacturer narrative:
This MDR is being submitted by request per correspondence with (B)(6) at FDA. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: based on the information provided the patient was diagnosed with bronchitis and the device was removed prematurely. The complications reported are known clinical complications of patients with long gap atresia. There is no evidence to suggest the report is due to a device failure. Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
A patient with pre-existing esophageal atresia had a cook flourish pediatric esophageal atresia placed at at 4 months and 11 days old. Three days later, the physician decided to remove the flourish device early as the patient developed bronchitis [subject of report]. When the patient was 5 months and 17 days old, a second flourish device was placed and successful anastomosis was confirmed by esophagram. Treatment for the bronchitis is unknown. A second flourish was placed to achieve anastomosis of the pre-existing atresia.